Event description:
It was reported that the customer experienced a tandem mobi cartridge alarm. There was no adverse impact to the customer's blood glucose level. The customer successfully loaded a new cartridge into their pump and resumed insulin therapy. Initially, there was no active occlusion alarm, but due to past occurrences and an increase in occlusion frequency during bolus delivery, the customer agreed to follow advice from clinical support services to reduce future alarms. They planned to try an angled infusion set and continue to follow cartridge loading instructions. Additionally, technical support did not assist with cartridge removal as the issue was not active at that time. The customer was encouraged to contact support if occlusions continued.